Event description:
It was reported that the lead had dislodged and during repositioning, it was noted that svc shocking coil pulled apart. The lead was explanted.

Event description:
The head nurse referred to the (B)(6) that: during the surgery when they opened the package the item showed traces on his surface that seemed to be like rust traces. For this reason the surgeon decided not to use it and ended the surgery using another item.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.